Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving lioresal 2,000 mcg/ml (unknown dose) via an implantable pump. Indications for use were intractable spasticity and spinal cord injury/spinal cord disease. It was reported the patient missed a refill on an unknown date and the pump was empty. The empty reservoir alarm occurred (B)(6) 2016. With respect to the symptoms the patient was experiencing, it was noted that the patient was cantankerous. The health care provider was still to decide how to proceed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.